Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the observed tissue-like deposition over the proximal edge of the inlet tube could not be conclusively determined through this evaluation. It was reported that the patient was routinely transplanted on (B)(6) 2020 and there were no reported alarms or adverse impact to the patient. (B)(4) was returned assembled with the pump cable severed approximately 6.5¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft conduit (outflow graft and outflow graft bend relief) was returned attached to the pump cover outlet port with the outflow graft bend relief hardware fully engaged. The outflow graft clip was returned attached to the outflow graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. The device appeared to have been exposed to a fixative agent (e.g. Formaldehyde) post-explant. Visual inspection of the inflow cannula revealed a well-adhered, white, tissue-like deposition over the proximal edge of the inlet tube. Although this deposition did appear to partially obstruct the inflow, it did not appear to have impacted the flow of blood through the device as no additional depositions were observed throughout the device. Because the device appeared to have been exposed to a fixative agent post explant, it could not be conclusively determined whether this deposition was present during support. Furthermore, a specific cause for the observed tissue-like deposition over the proximal edge of the inlet tube could not conclusively be determined through this evaluation; however, no device-related issues were reported. Upon disassembly of the returned pump, examination of the pump¿s blood-contacting surfaces revealed fixed, post explant blood within the lumen of the outflow graft, the pump outflow, the pump cover and the rotor well. The blood was non-adhered and showed no evidence of denaturation or lamination. With the exception of the inflow cannula, further examination revealed no evidence of any adhered or developed depositions or thrombus formations within the device. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the system operating as intended. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. There was also an incidental finding that upon investigation of the returned hm3, (B)(4), confirmed a well-adhered, white, tissue-like deposition over the proximal edge of the inlet tube. Heartmate 3 lvas IFU is currently available. The hm3 IFU lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The surgical procedures section of the IFU provides instructions for device implantation including how to properly insert the inflow cannula. Prior to advancing the inflow cannula into the left ventricle through the apical cuff, the user is instructed to remove the glove tip from the inlet extension and inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. This section also states that pump function will be compromised in the presence of inlet obstruction. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a routine heart transplant on (B)(6) 2020 and (B)(4) was returned for evaluation. Investigation of the returned device, (B)(4), confirmed a deposition in the inflow cannula.